Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and was loaded with room temperature insulin. However, reported that the cartridge was occasionally filled with cold insulin. The customer's blood glucose level was 73 mg/dl. Review of the pump data logs showed that on (B)(6) 2017, the cartridge was filled with 200 units of insulin, and the insulin gauge displayed an accurate fill estimate.